Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1214001; medical device expiration date: na; device manufacture date: 31-aug-2021. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safe-clip¿ needle clipping devices were not clipping. The following information was provided by the initial reporter: the safe clip needle clipper will not clip, stated that it will clip a few needles and then stop working. Serious injury: no.

Event description:
It was reported that 3 bd safe-clip¿ needle clipping devices were not clipping. The following information was provided by the initial reporter: the safe clip needle clipper will not clip, stated that it will clip a few needles and then stop working. Serious injury: no.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned a safeclip needle trimmer from lot 1214001. Visual inspection found limited amounts of observable wear to the safeclip. An attempt was made to insert a spare pen needle into the mouth of the safeclip. Despite the cannula lining up properly with the mouth of the safeclip, this process was difficult and took significant finesse to accomplish. Looking at the mouth of the needle trimmer under magnification found the remnants of previously trimmed pen needle cannulae. Material build up at the mouth of the trimmer on the trimming components may have resulted in the increased difficult in inserting a cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the safeclip not clipping needles. The root cause of safeclip not clipping may be wear and material build-up over time as the result of use.